Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k provided is for a similar product that is sold in the us.

Event description:
It was reported that during insertion the peel away sheath puckered and the dilator came out the side of the sheath. As a result, everything was removed and another sheath/dilator was used successfully. They do not know if there was a delay in treatment, but there was no patient harm, patient death, or complications reported.